Manufacturer narrative:
The customer¿s report of tpn infusing faster than expected was not confirmed. The pcu event log shows that at 8:00 pm on (B)(6) 2016 the device was programmed to infuse pn < 2.5kg at 8ml/hr with a vtbi of 100ml. At 8:32 am on (B)(6) 2016, the primary infusion completed and the device transitioned to kvo. The volume recorded as being infused during this period was 100.002ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the tpn infusing faster than expected was not identified.

Event description:
The customer reported that tpn was programmed to infuse at 8ml/hr over 24 hours. The solution was compounded to a total volume of approximately 192 ml including overfill but the vtbi was programmed for 100ml. Staff stated that the device was programmed and infused correctly however after 12.5 hours the tpn bag was found empty. Lab work was drawn and the results indicated hyperglycemia (specific value not provided) and the IV fluids were changed. No lasting harm was reported.